Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the a-rubber (bending section cover) and biopsy channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. It is recommended that the user facility ask for repair at olympus if an abnormality of the device such as leakage/damage is detected. Furthermore, observation of reprocessing steps and re-training is offered as available upon request. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a blocked air channel during preparation for an unspecified diagnostic procedure. There was no report of patient harm. The device was returned, evaluated, and the air cap was below standard. This MDR is being submitted to capture the reportable malfunction found during the device evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the less than standard air cap, other evaluation findings are as follows: the product label was incorrect; there was leakage at the bending section cover glue and the instrument channel; switch1 had deep scratches; the was leakage from the forceps passage with tear marks inside; the control knob had minor play and misalignment; the distal end plastic cover had deep dents; the bending section cover glue was cracked; the insertion tube had minor snakiness; and the light guide tube had buckles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.